Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that therapy was disabled. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operational check is failing. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the fse evaluated the device onsite and confirmed the operational check was failing as a result of both the battery and the therapy capacitor. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. As there was no response from the customer, the device disposition cannot be confirmed. Based on the information available, the cause of the reported problem was due to component failures. The reported problem was confirmed. A good faith effort was made to obtain additional information regarding the customer resolution associated with this complaint, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.